Event description:
A nurse reported that a pt was diagnosed with tass (toxic anterior segment syndrome) following cataract surgery. The nurse notes that there have been no new additional cases of tass since a site visit by a company recommended consultant. Additional info has been requested.

Manufacturer narrative:
The customer did not request service to check the system, nor did they send in samples for eval. No further info has been received. One (1) lot number for the phaco tip and one (1) lot number for the I/a (irrigation/aspiration) tip were identified with this complaint. No abnormalities that could have contributed to the customer problem were found during the device history reviews. No lot number was provided for the I/a handpiece and no serial number was provided for the phaco handpiece. Therefore, mfg info could not be obtained for the I/a or phaco handpieces. A site visit was conducted by a company recommended consultant. The consultant observed pre-surgical set up, surgery, and post-surgical cleaning processes. Detailed written recommendations were provided to the site. The root cause is unk. (B)(4).